Event description:
It was reported that the patient with the pacemaker system triggered a lead safety switch (lss). Additionally, there was oversensing of noise. The lss was not able to put back on. No adverse patient effects reported.